Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2015, an intravascular ultrasound (ivus) was performed which revealed the target lesion located in the left common iliac artery. A 24x70/11fr wallstent® endoprosthesis stent was then implanted in the target lesion. Post-dilatation was performed using an 18mm xxl balloon catheter and the procedure was completed with no issues. Three months later, the patient presented at the facility with stent thrombosis which was confirmed by ivus and ctv. The patient is still undergoing additional evaluation. The physician is thinking of giving the patient thrombolytics or have the patient on heparin.